Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the spin collar of an unspecified set cracked and broke during an unspecified infusion. There was no leaking or patient harm.

Manufacturer narrative:
Correction: brand name. Additional information model/lot #, concomitant medical products, PMA#, device manufacture date. (B)(4). The customer¿s report of spin collar breakage was confirmed. Visual inspection showed that the hub (collar) of the luer lock was cracked and separated from the luer component. The crack started from the base and ran along the length of the side of the hub. Functional testing was not performed due to the obvious damage. The root cause of the breakage was not identified.